Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (321 mg/dl). The customer did not know what caused the high bg. A bolus of insulin was delivered to address the bg. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.